Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. The patient is experiencing excessive stretching pain when doing anything like raising the arm and has discussed with the electrophysiologist (ep) that the edge of the device is protruding. There were no additional adverse patient effects reported. The ICD remains in service.